Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the ophthalmologist, who reported that after the lens was repositioned, the patient unfortunately has exactly the same astigmatism to the one he had before surgery. In other words, the lens acted as if it was flat. The repositioning surgery was performed according to the calculations and using different correction methods.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested and received. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that following an intraocular lens (iol) implant procedure, the patient had astigmatism very similar to the astigmatism he had before surgery. Additional information was provided by the ophthalmologist, who reported the event was probably a problem with the rotation of the lens. A secondary procedure was performed to place the lens in the proper position; however, this has not be verified because the patient had post surgical inflammation.